Event description:
It was reported that a patient underwent implantation of a tutopatch graft on (B)(6) 2023 (serial ID (B)(6) lot number nz18450084) for a ventral hernia repair procedure and experienced graft failure on an unknown date. Additional information has been requested.

Manufacturer narrative:
Rti surgical will conduct a comprehensive records review. Additional information has been requested.

Manufacturer narrative:
Rti germany conducted a comprehensive recorrds review. There were no departures that negatively affected the release of the tutopatch® pericardium membranes manufactured from lot nz18450084. To date, rti germany manufactured and distributed a total of 2 grafts specific to tutopatch. There are no related complaints for lot nz18450084 . According to records review serial ID (B)(6) met rti germany's specification. Bovine pericardium implants undergo a validated sterilization method; tutoplast® which includes terminal sterilization by gamma irradiation after packaging.although implant therapy is highly successful and predictable, it is not without possible early or late complications. Examples include decreased blood supply at the surgical site, poor soft tissue coverage, weight, infection, poor glycemic control, medications (e.g. Steroids), physical location of the surgical site, bacterial or viral infection, inflammation, or non-adherence to graft package insert instructions. Cumulative risk factors increase the likelihood of complications. Hernia formation is a frequent complication after abdominal surgery, independent of the use of an acellular dermis matrix. Additional information is needed to further understand the events reported. Based on the information provided and the results of the batch records review, the reported post operative complications are most likely associated with a source or event extrinsic to the rti tutopatch® bovine pericardium implants.

Event description:
The serial ids involved in these events were provided on 04/02/2024: serial ID (B)(6) (lot # nza19350124) was implanted on (B)(6) 2023 (mw 3002719998-2024-00002) and serial ID (B)(6) (lot # nz18450084) was implanted on (B)(6) 2023 (this report). Additional information regarding one of the patients involved was received on 04/26/2024 via the sales representative. Review of this information indicated the following: the initial surgical procedure was specified as sigmoid surgery. Some months later the patient developed an incisional hernia. A hernia surgery was performed with implantation of tutopatch® anchored with kumar t - anchors. During the intervening months the patient reported that her peri(to)neum began to tear underneath the implant site (lower abdomen). Subsequently her peri(to)neum tore through all the way from sternum to pubis (full midline). The patient underwent a third procedure to rebuild her musculature with two large pieces of synthetic mesh (unknown manufacturer), spanning the entirety of her abdomen. The patient reported that the surgeon related to her that when visualized, the tutopatch® implant was hanging in shreds. It was communicated that much of the remaining implant was left in place as it would've taken too long to extract the many disparate pieces. Based on the information provided, it is unclear which serial number is associated with the patient and events described above. Several attempts were made to obtain additional information. To date, additional information has not been provided to rti for review.